Manufacturer narrative:
Correction: d1: brand name,d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported issue of 'the pump has a constant close door alarm" was reproduced. A review of the event history log revealed ''shut door - power off messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the link screws out of adjustment. The link switches require adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had constant "close door" alarm, door latches were not grasping the door properly during testing in the biomedical service department. There was no patient involvement. No additional information is available.